Manufacturer narrative:
.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that "red x and black are occurring repeatedly". This appears to indicate that the ready-for-use indicator (rfu) was not functioning. There was reportedly no patient involvement; the customer reported that the device was not in clinical use.